Manufacturer narrative:
Reference medwatch 3004209178-2015-91948 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the insulin pump's sensor. Her blood and sensor glucose readings were not within an acceptable range. Her blood glucose level was not reported. However, the customer reported an adverse event. She was unresponsive and paramedics were called on (B)(6) 2014. Customer went low and did not hear the alarm. She was not admitted to the hospital. Customer is sensitive to insulin. Customer thinks her blood glucose level was 20 mg/dl. When the glucagon shot eventually kicked in, she was able to get her blood glucose levels back up. She stopped using the continuous glucose monitoring system and went back to dexcom. The product was not returned. Nothing further to report.